Event description:
It was reported during a mid-foot arthrodesis surgery, 'when the surgeon drilled through the plate hole both drill bits snapped and broke off inside the pt.' The bits remain implanted in pt. There was no reported injury or adverse consequence to the pt.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.